Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1020006. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: DHR review(lot# 1020006): 1)the complaint gauge is 22g,assembly at auto line (B)(4) in feb. 2021, packaging at (B)(4) packing machine in feb. 2021, lot quantity is (B)(4). 2)reviewed the in process test and outgoing test report for this lot product, and all test results met the product specifications. No abnormality found. 3)reviewed the production records and machine troubleshooting records for this lot product. No abnormality, deviation or rework activities found. Leakage test performed on the 2 retained samples, all passed, no leakage found. No other complaints have been received from the complaint lot. Conclusion: no abnormality found on process as no defective sample was returned. Further analysis cannot be done, the root cause of leakage at the joint of the indwelling needle cannot be determined.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: there was leakage at the joint of the closed venous indwelling needle.